Event description:
It was reported that the patient presented in clinic for follow-up. The pulse generator exhibited backup vvi operation. The device was explanted and replaced.

Manufacturer narrative:
Analysis confirmed normal battery depletion.